Event description:
It was reported that the table locks did not hold. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the table moving when locked.

Manufacturer narrative:
The ge field engineer adjusted the table locks, added springs, and returned the prod to svc. The sys's preventative maintenance procedures contain instructions to check for table lock functionality.